Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "high alarm displayed: cassette not attached properly" messages. To further investigate, a functional test was performed. Customer problem was duplicated. The pump was found to be displaying "cassette not attached properly" issue alarm message during the investigation. Found fluid ingression on downstream occlusion sensor, which causes the issue. The defective dso was replaced.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pumps, the pump exhibited "cassette not properly attached" alarm. No patient injury reported.